Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device went into an emergency vvi mode when a coding error was detected and corrected. The device was reported to be functionally safe and normal.